Event description:
It was reported that the patient experienced pain after a right knee replacement and needed a revision surgery.

Manufacturer narrative:
Please be aware that the event reported to you through this MDR has previosly been identified and reported through MDR 1020279-2016-00990. For this reason the complaint file associated with report 1020279-2017-00747 will be cancelled as a duplicate. We ask you to disregard report 1020279-2017-00747.